Manufacturer narrative:
The lead was returned to boston scientific and is currently undergoing laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that during the initial implant procedure, the physician experienced difficulty placing the right atrial (ra) lead due to tortuous patient anatomy. When the physician would find placement, low p-waves were noted. When he would attempt a new position, difficulty was noted in retracting the helix. Eventually the lead was placed and was connected to the pulse generator header. The field representative noted the physician was turning the helix extremely fast and was not counting turns. After the lead was secured in the header, testing revealed poor p-waves at 1.1mv, thresholds were elevated at 3.1v at 0.4ms, however impedances were stable at 548 ohms. No further issues with the implant procedure were noted. Approximately two weeks later during a routine follow-up appointment, it was determined that the atrial lead dislodged. The patient was then referred for a lead revision procedure. During the procedure, the field representative noted the helix was in the extended position. Upon removing the lead, the screw mechanism snagged on a 4x4 gauze pad causing it to become disfigured and possibly fractured. The field representative was not aware if the physician attempted to extract the helix prior to removing the lead. A new boston scientific atrial lead was attempted, but due to poor p-waves, it was not implanted. It was then determined the low p-waves were due to the patient being in atrial flutter. The patient was cardioverted. The physician then elected to go with a non-boston scientific ra lead for implant and p-waves improved. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism extremely stretched, in the fully extended position, but not fractured. Visual inspection found dried blood/tissue around the helix. A set screw mark was noted on the terminal pin in the correct location, verifying proper lead to header connection. Subsequent electrical testing did not identify any product abnormalities. The helix mechanism would not function during analysis due to dried blood/body fluid in the helix housing and in the neck region, which prohibited helix movement. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems and post-implant lead dislodgement; however, did confirm that the helix was extremely stretched. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.